Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "according to the user, there was a possibility that a clip might have fallen into the abdominal cavity during surgery and it might have remained in the patient. No harm to the patient was reported." Additional information states that "the clip fell out of the applier when the applier was taken out of the abdominal cavity." There were not any attempts made to retrieve the clip from the patient's cavity as "the user searched in the operative field, but could not find the clip". The patient status is reported as "fine".